Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture was found. While prepping the 3.5x16mm taxus liberte stent, it was noted that the shaft of the device was broken. The damaged device was exchanged and the procedure was completed with another taxus liberte stent. As there was no patient involvement, no complications occurred.